Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed a "localizer faulted" message when in an electromagnetic (em) procedure. Troubleshooting suspected the probably cause to be due to the break-out-box being faulted. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735825r, serial/lot #: (B)(6). H3: a medtronic representative went to the site to test the equipment. Testing revealed that hardware was replaced. The navigation system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned em interface. It was returned without the lemo connector in its inner sleeves. New sleeves were installed for testing. Upon connection to the test station, the interface faulted immediately. It was then connected to the em test system but failed to establish connection. H6: b01, c07 and d02 apply to the system checkout and concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.